Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was submitted. The pump was not returned for investigation. The root cause of the low flow was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device was not received, from the customer. And therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported, a patient in acute myocardial infarction/cardiogenic shock. Was implanted with an impella cp device, for mechanical circulatory support. After turning on the catheter, "impella stopped retrograde flow" alarm presented. It was noted, all possible troubleshooting steps were completed. However, the alarm condition did not resolve. The decision was made to remove and replace the impella pump. However, the patient decompensated and expired. There is not enough information to exclude, the use of the device with patient's outcome.